Event description:
In 2008, the patient reported that the infusion device displayed e10 (cartridge error) while retracting the piston rod during a cartridge change and the device is making a loud clicking sound. The patient confirmed that he was using the correct battery type. He was instructed to insert a new battery and he was able to reset the infusion device to 315 units and the device was no longer making the clicking noise. He stated that the piston rod appeared to be oxidized and he has spilled insulin in the cartridge compartment. He was educated on the importance of attaching the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.